Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. Additionally, the customer reported that the device would not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not power on. Additionally, the customer reported that the device would not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device's battery and was able to verify the reported issue. It was determined that the issue was cause by a depleted battery. The customer received a replacement battery.